Event description:
Additional information was received indicating a copy of the death certificate will not be provided from (B)(6). Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found.

Event description:
It was reported that the vns patient has passed away. No information regarding the circumstances of the death was provided. An online obituary was found that appeared to indicate that the death was not unexpected and may have expired under the supervision of physicians. Last known diagnostics were taken on (B)(6) 2011. The patient's generator was reportedly explanted. The explanted generator has been returned and is undergoing analysis. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.